Manufacturer narrative:
H10: additional narratives. Updated b5 per new information received.

Event description:
Per CT scan images evaluation, customer report of svd could not be confirmed. CT images with contrast are not helpful to discerning svd/calcification/pannus. Per internal echo images evaluation, the provided images support the presence of probable structural valve degeneration of the mitral bioprosthesis with significant prosthetic mitral stenosis and mild mitral regurgitation.

Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional narratives. Updated b7 per new information received.

Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device was not returned for evaluation, as it remains implanted. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received notification that a 27mm mitral valve was disabled via a valve-in-valve procedure after an implant duration of 5 years and 4 months due to degeneration, calcification, pannus, and stenosis. A 29mm transcatheter valve was implanted. The patient was hospitalized in stable condition.